Event description:
It was reported that the device could not be interrogated with housecall plus. The patient came to the clinic to be interrogated. However, no communication could be established. It was noted that the battery voltage was 2.75 on (B)(6), 2010. Troubleshooting was performed, but interrogation was unsuccessful. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.